Event description:
Event description guidant received information that the patient with this pacemaker experienced syncope. Additionally, a field representative inquired as to if this patient's device had a priority ventricular tachycardia episode storage feature.